Manufacturer narrative:
Confirmed successful explant surgery on (B)(6) 2019. Reportedly, the explanted device is on the way back to cochlear for an investigation. But it has not been received at cochlear analysis team as of the date of this report, july 19, 2019.

Manufacturer narrative:
This report is submitted november 28, 2019. - attachment: [155098 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on june 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced pain with intermittent swelling over the processor leading to non use. The patient was treated with antibiotics (type and started date not reported). Explant surgery is planned but has not taken place as of the date of this report.